Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels above 800 mg/dl. The customer stated that she changed the infusion set and treated with a manual injection, but her blood glucose levels remained high. The customer also stated that she experienced a heart attack and went into kidney failure due to the high blood glucose levels. The customer stated that she no longer was using the insulin pump and she didn't know where it was. Therefore no troubleshooting was performed. Nothing further was reported.